Manufacturer narrative:
This report is being filed under exemption (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that at the time of lifting the patient on sara 3000 device, the foot plate slide off the base. The injury was reported as fracture of the left feet toe.

Manufacturer narrative:
An investigation was performed based on the received complaint. Arjohuntleigh has become aware of a customer complaint alleging that at the time of lifting the patient from the wheelchair using the floor lift - sara 3000, the plastic foot plate support cover detached and slid down from its base. It was confirmed that at the time of the incident, the patient's feet had been trapped under the wheelchair and as a consequence the patient suffer a toe fracture. During the course of the investigation we come to a conclusion that it is most likely that at the time of raising the patient using a lift, the wheelchair footrest had been positioned under the sara 3000 foot plate chassis base causing the entrapment zone. When reviewing similar reportable events, we have a very limited number of previous events that may relate to the investigated component: foot support plate. Given the circumstances and sequence of events, this particular complaint appears to be an isolated one. The involved hoist was put through a function test by the arjohuntleigh representative who visited the customer site. The device footsupport was found to be disconnected from the chassis base. From that perspective, it appears the device was not up to specification at the time of the incident. It is worth noting that the foot plate stability depends on the distribution of forces put on it by the weight, movement and angle of the feet and knees of the resident being lifted. Even if the foot plate is detached from the device, while the person's knee presses the knee support but the sling is correctly attached to the person and the device as per labelling, there is no risk for patient injury. In reference to the sara 3000 instruction for use (IFU), when raising the resident with a sara 3000, the lift's chassis legs should be spread around the wheelchair and the lift should be place c close towards the resident to provide a full patient's lower leg contact with the device's knee support. In order to provide the best possible fit, the chassis legs should be opened to go around the wheelchair and wheelchair's footrest spread apart . Based on the collected information and findings made during the inspection of the involved device, it appears most likely that at the time of incident, the wheelchair's footplate overlapped the base of our equipment. Because of this, an entrapment zone occurred in between the device foot plate and the wheelchair, which lead to the patient's toe becoming trapped and in a consequence suffer a fracture. The possible sequence of events presented above seems to be the most probable and to be in line with the event description as well as outcome. Our evaluation appears to point to a use error having occurred - an adequate distance between the devices involved was not kept. On the labelling there is particular attention to the responsibility of the device owner to make sure that the working area is free of objects and no device overlaps the surface of the equipment. What is more, the responsible care must be taken by the caregiver staff when using any part of a device that comes into contact with a patient or user. If the IFU and the correct transferring procedure would have been followed with using adequate precautions, the event would have been avoided. This is to be communicated to the customer.